Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from the front therapy electrode. The root cause of the gel leak was excessive force. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the front therapy electrode. The area was described red, itchy and resembling a heat rash. The patient indicated that the belt was leaking gel and that the gel contributed to the irritation. The patient was issued a replacement belt. The patient, who is a nurse, reported applying anti-fungal cream to treat the irritation. The patient indicated that the irritation was improving.